Manufacturer narrative:
The distributor replaced the bellows housing. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bellows became deformed, following sterilization, creating a leak condition. There was no report of patient involvement.